Event description:
Legal case ¿ USA (mdl no. (B)(4) it was reported via legal documentation that approximately 39 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. For a period of years after having her exactech left knee replacement, ms. Humphreys' implant functioned normally. Eventually, she began to suffer from increasing pain, swelling and instability in her left knee. On (B)(6) 2009, ms. (B)(6) underwent a revision surgery to address her failed exactech device. The revision procedure was performed by dr. (B)(6) of (B)(6) medical center at (B)(6). The revising surgeon replaced the polyethylene tibial insert as well as the patellar component, noting that the tibial tray and femoral components were well fixed at the time. Following her revision surgery, ms. (B)(6) underwent a lengthy and painful recovery. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0019-2022.

Manufacturer narrative:
Concomitants: (B)(6) 200-02-26 - three peg patella 26mm. (B)(6) 200-04-33 - cemented finned tib. Tra sz 3f/3t. (B)(6) 204-01-03 - ps cemented femoral sz 3. The product associated with the reported event is within the scope of recall z-0019-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. H6: corrected medical device and investigation clinical codes.